Event description:
During dissection of the patient's left saphenous vein, the vasoview began smoking profusely from the thermostatic tip. Upon seeing the smoke, the first assistant performing the endoscopic vein harvest withdrew the vasoview from the patient's leg. The tip was still smoking after the withdrawal. The device was immediately removed from the sterile field. There was no indication of any internal or external injury. Product has been retained.======================manufacturer response for endoscopic vessel harvesting system, vasoview hemopro======================representative arrived at hospital to replace the device.